Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was opening all the way and exposing all the controlled medication instead of dispensing one medication at a time as intended. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer checked the station and found that there was no failure icon displayed on the screen. The field service engineer tested all mini drawers using the hardware testing application (hta), and all were functioning properly. The customer then performed drawer tests, including an inventory test, and all tests were completed successfully with no failures. The system functioned as intended after the field service engineer investigated this incident.